Event description:
It was reported that the programmer would not respond to the power switch, that it did not "power on." The power cord was changed out and different electrical outlets were tried. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cause was the power supply being out of specification.